Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use during routine check, the cardiosave intra-aortic balloon pump (iabp) air loss and low vacuum. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11. Corrected fields: h6 (health effect ¿ impact codes), h8. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and during preliminary checks found drive (air) pressure and vacuum pressure out of specs. As per service manual performed drive pressure, vacuum pressure and all pressure calibration. Product passed all functional and safety tests per factory specifications.

Event description:
N/a